Event description:
The user facility reported that the capiox fx15 oxygenator was in tof surgery. The circuit was primed and checked multiple times for any leakage. Sternotomy was done and cannulation also done after dividing the line. Before cannulating aorta, the occlusion was checked again but there was retrograde flow observed in the arterial line. Pump head was also checked for any leak or under occlusion. Circuit was changed for any leakage in the manifold/sample line, the recirculation line, three ways, cardioplegia system and the heater cooler unit. Despite checking every possible connection, the retrograde flow and air was coming in the circuit from unknown sources. Hence oxygenator was changed after which the problem was solved, and no retrograde flow and air was seen. The event occurred intra-operative. The patient's final impact was not harmed. The patient was not injured during the event and medical or surgical intervention was not required.

Manufacturer narrative:
PMA/510(k)- k130520. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Review of the manufacturing record and the shipping inspection record of the involved product code/lot number combination confirmed that there were not any indications of anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot number combination. Based on the investigation result, since the actual product could not be confirmed and detailed information was not obtained, the cause of occurrence could not be clarified. Relevant IFU reference: (I) do not obstruct gas outlet port. Avoid buildup of excess pressure in the gas phase to prevent gaseous emboli entering the blood phase.(warnings). (Ii) pressure in the blood phase should always be higher than that in the gas phase to prevent gaseous emboli entering the blood phase. (Warnings). (Iii) the gas flow rate should not exceed 15l/min. Excessive gas flow rate will bring about pressure increase in the gas phase, allowing gaseous emboli to enter the blood phase. (Warnings). (IV) during recirculation, do not use pulsatile flow and do not stop the blood pump suddenly as these actions may cause gaseous emboli to enter the blood phase from the gas phase due to inertia force. (Warnings). (V) to prevent gaseous emboli from entering the blood phase, make sure that the arterial pump flow rate always exceeds the flow rate of the cardioplegia line. The blood flow rate of the cardioplegia line should not exceed 1l/min. (Warnings). (Vi) ensure that the de-airing process is complete prior to initiating bypass. (C. Initiation of bypass). Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).